Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, and pulmonary embolism. Approximately five months post filter deployment, it was alleged that the filter tilted. The device has been removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five months of post deployment, the patient presented for filter removal, an access made via right internal jugular vein, and an 0.035-inch bentson wire guide was advanced into the inferior vena cava under fluoroscopic guidance. A 5 french pigtail catheter was then advanced to the confluence of the iliac veins, and inferior venacavogram revealed significant leftward filter tilt without evidence of perforation. The pigtail catheter was exchanged for a 5 french vertebral catheter, and 0.035-inch stiff glidewire was utilized to place the catheter and gudewire along the left lateral aspect of the tilted filter tip. A long 9 french sheath was advanced over a 260 cm amplatz stiff 0.035-inch wire guide. The filter was then retrieved under real-time fluoroscopic guidance utilizing the recovery cone device. Therefore, the investigation is confirmed for the filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, and pulmonary embolism. Approximately five months post filter deployment, it was alleged that the filter tilted. The device has been removed percutaneously. The current status of the patient is unknown.